Event description:
Procedure type: laparoscopic cholecystectomy. According to the reporter: when the surgeon put a gallbladder in and closed the bag and pulled it out, he noticed the metal part broke off from the bag and was in the cavity. He removed it with grasper.

Manufacturer narrative:
(B)(4)